Event description:
Reporter alleged obtaining discrepant blood glucose results of 90 mg/dl, 354 mg/dl, and 260 mg/dl on the advantage system compared back to back with a result of 101 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.